Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention may take place at a later date.

Manufacturer narrative:
Correction: additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.